Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No excessive no delivery alarms noted. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery during manual prime; however, insulin was able to drop out of the tubing. The patient's blood glucose at the time of incident was 101 mg/dl. Troubleshooting was initiated and the customer was able to clear the alarm. The customer disconnected and reconnected the tubing and reservoir and ran another manual prime. Insulin exited the tubing but the insulin pump alarmed no delivery. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.